Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle litigation records received alleging elevation of blood cobalt and chromium levels, sharp pains, psoas tendinitis (negative for infection), metal reaction, trunnionosis, cicatrix, physical injury and disability, lack of mobility, weakness of the left leg, difficulty walking laterally, limited mobility and emotional distress. It was noted that during the procedure, the surgeon noted a light greenish cloudy fluid and destruction of the abductor mechanism. There was a pseudotumor due to the metal-on-metal reaction and a complete synovectomy was needed to debride the hip of metal particles. There was gross corrosion with black material at the head-neck junction as well as on the head-neck taper. The liner is poly. Doi: (B)(6) 2006, (stem); doi: (B)(6) 2011, (liner and head); dor: (B)(6) 2017, left hip.